Event description:
It was reported that during training the ilet would not allow the patient to select confirmation that they observed drops, and the trainer, with agent support, used the ilet mobile app to restart and successfully continue setup, indicating a temporary screen or interface unresponsiveness during device setup. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of the ilet setup without medical intervention or hospitalization. Investigation included customer support troubleshooting and guided restart via the mobile application. Investigation of this case revealed a resolved user interface malfunction consistent with transient software or touchscreen responsiveness during setup, with normal function restored after restart. It was concluded, based on previously established findings for similar reports, that the cause was probable use-related or transient software behavior, mitigated by restart.